Manufacturer narrative:
A product investigation was performed on this device. The actual device was not returned for evaluation. A review was performed of the device history records. There were no unexpected variances, adjustments, or comments noted in the device records. A review of the complaint tracking system listed two other complaints with the reported symptom of drain complication. Both of these complaints were from the same pt as listed in this complaint. A review was performed by the post market clinical dept. Per the pharmacovigilance physician, the event of peritonitis is unlikely related to the liberty cycler machine. Peritonitis in a pt undergoing peritoneal dialysis is most often due to contamination with pathogenic skin bacteria resulting from touch contamination or catheter related infection. Medical records and treatment sheets were not available for review. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 03/21/2011 to 03/11/2013.

Event description:
A peritoneal dialysis pt called fresenius tech support regarding drain complication alarm while in drain 4 of 6. Tech support informed the pt regarding the alarm. The pt stated he had peritonitis and his peritoneal dialysis nurse is aware of what is going on. Tech support advised the pt to check clamps kinks coils air bubbles and fibrin, all was ok. Pt stated he had been in drain for about 2 hrs. Tech support helped the pt to try and reset/reboot the cycler, but the pt still would not drain. Tech support advised the pt to re-set up with new tubing set and new bags or revert to alternate treatment. The pt stated he would revert to alternate treatment and see if he is able to drain using alternate method. The pt stated he had been having trouble with his drain ever since his prescription was changed by his peritoneal dialysis nurse. Tech support advised the pt to contact his peritoneal dialysis nurse in regard to his prescription. Pt will call if he continues to have trouble with his drain and requested a replacement cycler, but would like to talk to his nurse first. Tech support staff offered 24/7 support.